Manufacturer narrative:
Unique identifier: (B)(4). No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. The hospital replaced the expiration valve. No ge healthcare repair information available.

Event description:
The hospital reported after drug nebulization, a fault occurred resulting in the loss of mechanical ventilation. There was no report of patient involvement.

Manufacturer narrative:
The logs for the day of the event were analyzed by product engineering. There were no machine malfunctions on the day of the event that would cause the loss of ventilation. There is no evidence of a reportable malfunction.